Event description:
In 2008, a medtronic diabetes clinical manager spoke with a customer care advocate, cca, regarding the patient/layperson's ultralink meter. The patient's physician was evaluating him at the time of the call as a follow-up "because he had been having quite a few low blood glucoses." Due to the pt's poor hearing, he spoke only briefly with the cca. The meter was replaced. Because this senior medical affairs specialist has been unable to speak with the pt, a letter has been sent to him and the complainant is classified based upon the following info the clinical manager reported. Allegedly, the patient's meter had communicated intermittently with his insulin pump during the past few weeks. The reporter based that allegation on info from the pt and on printouts from both the pump's and meter's memories (reportedly, the meter printout contained results that were not on the pump's printout). On the same day at 5:30am, the pt tested and the result transmitted to the pump. At 11:45 am, the pt tested and the result (not provided) allegedly did not transmit. The pt reportedly manually entered the meter result into the pump device and then bolused 11 units of humalog insulin, "guessing" on the amount to take. The reporter thought possibly it was an increased amount of insulin; however, she could not be certain. At an unk time later, the patient allegedly "felt low" and self treated. He did not receive medical intervention. The reporter stated, "the doctor was concerned about the lows and thinks part of the reason is that he is not getting exact calculations for insulin based on number of carbs and blood glucose due to the transmission issue." Although the reporter assured the cca that the pump comm feature on the meter was turned on, the reporter did not check the feature during the call. When the cca asked if the meter option feature on the pump was turned on, the reporter replied, "the medical device is on 24 hours a day." The following unk info would be helpful in evaluating this complaint: the blood glucose result at 11:45 a.m and the result manually entered; did the pt manually enter the correct blood glucose amount into the pump; how did the pt determine to bolus 11 units; was pump comm feature actually on or off; is the pt using more than one meter? Because the pt allegedly self treated for low blood glucose after reportedly manually entering the meter's result into the pump, there is a possibility the result was inaccurately elevated, which could have contributed to the pt's alleged symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.